Event description:
While attempting to use the echelon 60 laparoscopic stapler, the stapler locked up when the doctor was using it. A new stapler was obtained for the surgeon to continue. No adverse impact on the patient.